Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/5/2021. Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. From lot number: ju0318 to ju0305 qty to be returned: 2 => 1. Note: events reported on mw# 2210968-2021-09224. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and a reservoir was used. Post-op, it was hard to lock the reservoir. Further details are not provided. There were no adverse consequences to the patient.